Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03363. Related manufacturer reference number: 2017865-2020-03365. It was reported that the patient presented to clinic for a 6 week post-implant follow-up. Testing of the leads revealed high thresholds in the right atrial, right ventricular, and left ventricular leads. Additionally, the right ventricular lead had dropped r-wave amplitudes. Lead revision was discussed but did not occur. There were no reported patient consequences.

Event description:
Additional information: all three leads were dislodged. The leads were then explanted and replaced.the patient was in stable condition.

Manufacturer narrative:
Explant date added.

Manufacturer narrative:
Analysis was normal. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix with partial extension had traces of blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. The reported events for inadequate capture and sensing problem were not confirmed.